Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 failed and was unable to recover. Customer tried to reboot and recover the drawer, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that a drawer had failed. The half-height matrix drawer 2.2 was not opening and closing smoothly. A field service engineer replaced the slide rails on the half-height drawer 2.2. The customer tested the station and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.